Manufacturer narrative:
The reported event was not confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. Risks associated with this type of event are addressed in associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup; unknown liner; beta hip prosthesis unknown lot number. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03404.

Event description:
It was reported patient¿s hip was revised 7 years post-implantation due to local tissue reaction caused by mechanically assisted crevice corrosion.